Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1gwwd, implanted: (B)(6)2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient had a lack of efficacy due to a possible lead wire migration a few weeks ago. An impedance check and wire revision were scheduled to resolve the issue. The cause of the lack of efficacy and possible lead migration were not known. The issue was not resolved at this time. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.